Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation, it was noted that the lead moved from initial location, not dislodged. The left ventricular lead was repositioned successfully. The patient tolerated the procedure well.